Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "the above mentioned teardrop handles, both, would not disengage hex head and torx drivers after they were chucked up. The surgeon and staff used a mallet to persuade the teardrop handle to unchuck each device. The case was a success in spite of this device. Also, there were no unusual circumstances to report."